Manufacturer narrative:
It was reported that the skin flap reduction was performed under a general anaesthetic on (B)(6) 2017. This report is submitted on june 16, 2017.

Manufacturer narrative:
This report is submitted on june 07, 2017, (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent a skin flap reduction (date not reported).